Manufacturer narrative:
B2: catheterization medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they continued to experience concerns with a lack of therapeutic effect. They were experiencing incontinence. The patient said they would have an appointment tomorrow with the managing healthcare provider (hcp) but wanted to confirm that a manufacturer representative (rep) could be present. The agent emailed field staff regarding the request. The patient called back and requested to speak to previous agent, the previous agent on another call and the patient began explaining reason for call back but then got another call they thought might be the rep and decided to end call with patient services, no additional information provided. They called back again to report that they spoke with rep who confirmed a rep will be at the appointment tomorrow. The patient did not require further assistance. The rep responded to the email to say that they would be at the appointment. On 2026-jan-08 additional information was received from the patient. The patient called back and reported same therapy issues and previously reported. The patient said they were seeing a surgeon the following day and had some questions that they would like to review beforehand. The patient said that the device had been reprogrammed a lot and they were currently on program b. The patient said that they had increased the setting and that had helped and they were currently at 0.9. Reviewed general programming guidance including information about programs. The patient said that they had been self-cathing for years now and the urologist recommended the patient receive an ostomy bag which patient didn't want to pursue. The patient said that in the past year, the patient's bladder had decreased in size by more than half.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.